Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: the pump powered on with audio and vibratory features. The prime sequence was successfully completed. The pump was exercised for 24 hours with no power interruptions. The pump was able to deliver and record boluses accurately. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter alleged that the bolus deliveries were not recording in the pump history correctly. It was said that bolus records were missing. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because an inaccurate bolus history could lead the patient to deliver additional bolus amounts leading to hypoglycemia.